Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that when a dialysis catheter was used in hemodialysis room to establish vascular access for dialysis patients, the guide wire in the kit was inserted into the catheter and the deformed guide wire spread out. The nurse immediately replaced the catheter kit, which did not harm the patient but caused discomfort to the patient for a short time.